Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Event problem and evaluation: on 6-oct-2016, a medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system was changing from 3d mode to 2d mode when trying to take a 3d spin. Trouble-shooting entailed trying both the hand-switch and the foot-switch; however, the behavior continued. The surgeon opted to continue the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.